Event description:
It was reported that during a thoracotomy procedure, after the first firing the stapler would not advance all the way. Several cartridges were attempted; none would complete the firing sequence. A new device was pulled and used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the ez45g device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge reload was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.